Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the issue was able to be confirmed by analysts. The infusion rate is outside of the specifications. This was found to be the expulsor which will be replaced to fix the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that there was no patient injury.

Event description:
Information was received indicating that a smiths medical pump was noticed to have over infused after the dose was completed. There were no reported adverse events.